Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Review of the history log confirm the ec 322 reported symptom. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced.